Manufacturer narrative:
It was reported that the ventilator failed the safety valve test. Evaluation of the provided device logs confirms the reported failure with an error indicating the safety valve being open. Our field service engineer (fse) investigated the ventilator and the safety valve failure could not be reproduced. An error indicating remaining battery power is insufficient was found in the logs, the fse solved it by charging the batteries. The unit passed all functional and safety test per factory specifications and was returned to customer and cleared for clinical use. No parts were replaced, therefore the root cause for the reported problem could not be determined.

Event description:
Manufacturers ref: # (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating that the safety valve was open. There was no patient harm. Manufacturer ref.#: (B)(4).